Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with pre-op diagnosis as stenosis. For which patient underwent anterior cervical discectomy and fusion (acdf) surgery at levels c3-c7. Intra-op, the locking mechanism on the plate that prevented the screws from backing out at the c4 level broke off in one piece as it was being tightened during final tightening. Reportedly, the surgeon determined that the patient's bone quality was strong enough to keep the c4 screws in place, without the locking mechanism present to prevent back-out. The surgeon stated he was not concerned and did not feel that there was any need to remove the screws. No fragment of the device remained in the patient. No patient complications were reported.